Event description:
Unit will not recognize rhythms from a simulator. When the simulator is set at v-fib, the monitor displays a flat line. Other units work fine with this simulator. This unit is used for training only. No patient was involved.